Event description:
It was reported that, "pt was complaining of pain and all conventional methods of testing indicated there was no problem. Pt was brought back to or for possible revision. Surgeon opted to remove poly to check the posterior joint space and replaced liner."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.